Event description:
This customer reported a failure to discharge via external paddles.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via external paddles. There was no negative impact to the involved pt. The equipment was evaluated locally by philips. The reported symptom was reproduced. Replacement of the external paddle set resolved the symptom.